Manufacturer narrative:
Correction updated executive summary to unintended activation only.

Event description:
The user facility reported that the device experienced unintended activation during testing prior to a procedure.  There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
The user facility reported that the device overheated during set up prior to a procedure.  There was no patient involvement, no delay, no medical intervention, and no adverse consequences.